Event description:
User reports the twist lancets item number (B)(6) lot 53838 are bent and crooked after removing the protective cap.

Manufacturer narrative:
Initial trend analysis for lot 53838 was conducted, no malfunctions were found. This is the only complaint for lot 53838. Further investigation will be conducted to determine the root cause of complaint.